Event description:
Revision surgery was required due to breakage of the device. The implanting surgeon attributed the failure to added stress caused by ma-positioning of the device during the initial implantation.